Manufacturer narrative:
Corrected data: b5 - it was reported that on 05-nov-2020 the lens was exchanged with a shorter length lens and the problem was resolved. Should have been included previously. H6 - investigation findings: code 114 should have been 213 due to work order search results in initial medwatch report, although code will be left as 114 since supplemental #1 would have changed it to 114. Claim#: (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm micl 13.2, -12.5 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. Excessive vault was observed. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.